Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer will continue to use the pump, however, replacement pump was sent to the customer to resolve the issue.